Event description:
It was reported that during follow up, the leads exhibited loss of capture and loss of sensing due to patient being struck in the chest while playing baseball. The patient developed hematoma. The patient will be scheduled for replacement of the device and leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.